Event description:
Product: sterrad cycle sure biological indicator for sterrad serilization. Multiple positive biological indicators experienced at this facility since january, 2007. Extensive investigations by facility and the sterrad company have discovered no user, process, or machine error. This facility has twice performed testing using side by side biological indicators using different lot numbers to determine if the indicator, itself was faulty. One test was actually performed at a different hospital to assure quality. In both instances, the test showed that a specific lot number of biological indicators turned positive, the other lot number was negative in the same load. This supported our belief that the indicators, themselves, were faulty. When a positive indicator test is obtained, surgical instruments must be recalled and the surgery schedule is affected. Patient safety is paramount. The company agreed to reimburse for time. Labor, and product. They also agreed to pull the lot numbers in question. Since that commitment, we have received more shipments direct from the manufacturer of the questionable lot numbers. Once again, we are experiencing positive results, which affects our ability to perform quality patient care. Dates of use: two and a half months in 2007. Diagnosis: sterilization validation.